Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. The latch for the air detector door was rusted; the latch is spring operated and stayed in the down position when the door was opened, the latch should spring back up into place after it is opened. The return tube was cracked and there was evidence of fluid ingression on the pcb. The compressor did not come on when the device was powered on. The device had an obsolete clear float switch, known to crack and was cracked. After replacing the pcb and compressor, when the device was powered on the temperature kept escalating due to a top socket thermistor. The drain valve was corroded enough to make the lever hard to turn by hand. During heater demand testing, the heaters were tripping the relays on the pcb intermittently, this should not happen. While replacing the heaters, the ground wire connection on the aux. Outlet was noticed to be broken. The fan guard was 80% clogged with dust. After running the device, the air pressure did not stay stable due to a faulty regulator. The device was filled device with fluid, powered on, and the air pressure was measured with a calibrated pressure gauge e6198. The customer's indicated failure was replicated as the compressor did not work when the device was powered on. The root cause was the faulty compressor, which was replaced. The compressor, pcb, float switch, heaters, air regulator, top socket thermistor mount block assembly, return tube, fan guard and o-rings were also replaced for preventative maintenance. The device has no previous service history. This was not a problem related to previous smith repairs.d4. Unique identifier (UDI) #: (01)50695085829506(21)s103b00033(11)111010

Event description:
It was reported that the device will not pressurize, "the compressor must not be working" and not warming up, past 39.7 c -5-6 minutes running, has tried to calibrate. The fault occurred during testing. There was no patient harmed.

Manufacturer narrative:
D5. Operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.